Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were increasing and high thresholds and impedances on the right ventricular (rv) lead. It was also reported there was noise seen on the right atrial (ra) lead. The ra lead was capped and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.